Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 475 mg/dl at the time of the incident. Patient's current bg: 521 mg/dl. Customer stated that change set this morning and blood glucose was 155 mg/dl and blood glucose has continue to climb. Customer reported that after changed set blood glucose still not coming down and also took a shot and blood glucose has not come down and is now at 521 mg/dl. Customer changed the site an hour ago, took shot an hour ago blood glucose at time was 497 mg/dl and now 1h 15 mins blood glucose 521 mg/dl. Customer reports they do not feel okay to troubleshoot. Customer reports they have a back-up plan available. Customer treated for high blood glucose with injections. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented). Customer decline to perform an high pressure test. Customer performed displacement test. Test results: passed . Advise the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.